Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. The ICD initially diagnosed svt appropriately but then diagnosed vt and delivered therapy. The device was reprogrammed and the patient is doing fine.